Manufacturer narrative:
B3: unknown. E1. Phone#: (B)(6). One device was received for evaluation. Visual inspection found the device to be in good condition. The event history log was unable to be reviewed. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. The mainboard was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported the device exhibited an error: 41786 mainboard. There was no patient involvement.